Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test at due to faulty force sensor resistor. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window .

Event description:
Customer's wife called to report the insulin pump alarmed during the rewind process. Blood glucose reading was 133 mg/dl at the time of the call. Blood glucose reading was 403 mg/dl due to the customer not being able to treat with the insulin pump. The customer had treated with manual injection. Advised that the force sensor did not detect the reservoir when it was being placed into the compartment. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.